Event description:
It was reported that the wake button was not working. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions from technical support to press button in a specific way, confirmed that display eventually turned on, and planned to use multiple daily injections as backup therapy; technical support arranged replacement pump within warranty, instructed customer to place existing pump in storage mode, reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using provided shipping label, which customer understood and acknowledged.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.